Manufacturer narrative:
Concomitant medical products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID 37742, serial# (B)(4), product type: programmer, patient. Product ID 377760, lot# v008851, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-45, lot# j0546765v, implanted: (B)(6) 2006, product type: lead. Product ID 3487a-45, lot# v004574, implanted: (B)(6) 2006, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. Product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 3487a-45, lot# j0401874v, implanted: (B)(6) 2004, product type: lead. Product ID 37711, serial# (B)(4), implanted: (B)(6) 2006, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient fell down the last two steps and crashed into the wall. The patient went to the doctor and they did an x-ray which showed the leads had pulled away from the patient¿s neck and were pulled down and were in a ball like string all tangled up and it wasn¿t working anymore. It was noted that stimulation had to be turned off because stimulation was shocking the patient. The doctor told them they were going to have someone, a neurosurgeon, call them to set up an appointment. It was noted the patient had the x-rays and then saw the doctor again two weeks prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturing report #3004209178-2015-10266.